Event description:
The customer reported that she performed blood glucose testing with the contour next meter and obtained readings of 20 mg/dl at 7:48 a.m., 33 mg/dl at 7:49 a.m. And 92 mg/dl at 7:55 a.m. The customer did not experience any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 2apeh43a for evaluation. An in-house testing was performed using blood sample with the returned meter and test strips, which gave a satisfactory performance.